Event description:
Caller reported a cgm error, specifically error 42, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in performing a pump reset, after which the cgm error was not displayed again, and the caller successfully started their sensor session.